Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn during a cataract extraction with intraocular lens implant procedure. There was no system message displayed. The handpiece did not present any issue during the test. The patient required a cross stitch suture to close the wound. Additional information has been received that the handpiece was occluded. Surgery was completed using the same system.

Manufacturer narrative:
The customer reports an occurrence of ¿the handpiece (hp) came out of the eye abruptly (per the surgeon) and then burn was noticed at the incision site. Sutures were required to seal the wound.¿ the surgeon states the hp came out of the eye and a burn occurred very quickly. Upon exiting the eye, a white milky substance was noted and then a gap where the incision was located was noticed. There was no occlusion (per the surgeon). However, the surgery was completed with the same system. Cross-stitch sutures were placed to seal the wound. The patient was myopic and the surgeon was satisfied with the outcome following the case. Additional, related information was requested but was not provided from the customer. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 4, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample showed no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece and it was found to meet product specifications. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet all product specifications. The phaco handpiece was manufactured on january 21, 2016. Based on qa assessment, the product met specifications at the time of release. The viscoelastic lot number is unknown. All batches are released according to the required specifications. A lot number would be required for review of the complaint history and further evaluation. No sample was received for evaluation. All batches are released according to the required product specifications. The cassette pak lot number, specific to this event is not known; therefore, lot number history and device history record (DHR) reviews are not possible. A sample was not received; visual inspection or functional testing could not be conducted. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system and phaco handpiece were found to meet specifications; therefore, the root cause of the reported event of the handpiece occluding cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)